Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced bilateral breast pain, right-sided lymphadenopathy and rupture postoperatively. The patient stated that she is experiencing breast pain (heart palpitations, heaviness) bilaterally. Two swollen lymph nodes on the right side were observed by her obgyn. Unspecified scan, EKG, and blood tests were performed. However, all the results came back as normal. Mammogram or ultrasound result indicated possible right-sided rupture. MRI indicated irregular shape of the right-sided implant. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.